Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the patient possibly suffered a fall in the shower at which time the screws may have broken. The screws were found broken 8 months post-op. The patient underwent a revision surgery to have the hardware removed. A cyst was found on images. No additional patient complications were reported.

Manufacturer narrative:
Films were supplied for review which found: ap and lateral views show vb replacements at l4 and l5 with pedicle screws at l4, l5,and s1. Open technique with crosslink is noted. Subsequent film shows fracture of both s1 screws.

Manufacturer narrative:
(B)(6). (B)(4). Visual review confirms screw breakage at the base of the bone screw neck, prior to the start of the thread. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect that could contribute to crack propagation. Some fracture surface smearing is noted. Microscopic examination of the fracture surface identified a fairly flat fracture surface with progressive striations consistent with cyclic fatigue. Dimensional examination of the major and minor diameters of the bone screw confirm the implant is within print specification. The above observations are consistent with anticipated wear due to cyclic fatigue. Films were supplied for review. Analysis for the films is not available at this time. A follow-up report will be sent when the analysis is complete.